Event description:
It was reported the patient had a loss of therapeutic effect and both implantable neurostimulators (ins) stopped working about three weeks prior to report. It was stated the patient had a ¿flare¿ and usually when they had pain they would change the voltage or programs but now when they increase a setting they didn¿t feel anything. The patient increased to 3 or 4 volts and was usually at 1.2 to 1.3 volts but still felt nothing. It was noted the patient had trouble in the past and the patient was small so by sitting they were bending the tip of the wire. It was stated there was no stimulation sensation and the patient currently had a bad flare and spasms were bad. It was noted the device on the right caught their ¿instep¿ when they turned it up but now it was not and there was nothing being emitted from their devices. The patient was uncomfortable. There was no eri or eos message screen seen. The patient was redirected to her healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3889-28, lot# v672425, implanted: (B)(6) 2011, product type: lead. Product ID: 3889-28, lot# v381111, implanted: (B)(6) 2010, product type: lead. Product ID: 3889-28, lot# v381111, implanted: (B)(6) 2010, product type: lead. Product ID: 3889-28, lot# v672425, implanted: (B)(6) 2011, product type: lead. (B)(4).